Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-02. (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were feeling a burning sensation at their incision site. The patient stated they moved in a position that they hadn't been in before and all of a sudden they felt the burning sensation. The patient said they tried to readjust and the sensation was gone, but they wanted to make sure they didn't mess anything up. The agent reviewed stimulation could be positional and the patient could feel stimulation in certain positions as they moved. The agent offered the caller assistance if they wanted to turn the stimulation down , but the caller declined at this time. The patient was redirected to their healthcare provider (hcp) to further address the issue.